Manufacturer narrative:
One device was returned for analysis of complaint that the device failed the accuracy test. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During the accuracy test, complaint was not confirmed or replicated. All performance verification tests were performed. All tests exceeded specifications. Probable cause was not determined.

Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test with a deviation of +7.4%. There was no patient involvement.